Event description:
It was reported that in the patient¿s lower extremities, the patient was experiencing a shocking sensation, decreased pain relief with less than 50 percent therapy relief, and the stimulation did not ¿feel like it usually did.¿ impedance testing was performed and high impedances were found with values of greater than 3600ohms on electrodes 0-7. The patient was going to see a healthcare provider (hcp) to discuss a revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient would discuss a possible revision with the doctor at her next visit. The date of this visit was unknown. In addition, it was not known if the impedances resolved, if it was device related, or if there were any lead fractures observed. The cause of issue was not known. Troubleshooting and/or intervention included impedance testing. The patient was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found the connector on the stim lead body was broken at the twist lock anchor site. Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was (B)(4). The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1 hour 51 minutes and the battery charged from 3.775v to 3.910v. The battery discharged to the lock mode on (B)(6) 2014. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3550-29, explanted: (B)(6) 2015, product type: accessory. Product ID: neu_tlock_anchor, explanted: (B)(6) 2015, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the implantable neurostimulator (ins), lead, extension, anchor, and a plug/clsd boot were explanted (B)(6) 2015 and returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.